Manufacturer narrative:
It was reported that a patient underwent an idiopathic ventricular tachycardia ablation procedure for premature ventricular contractions (pvcs) with a thermocool smarttouch bidirectional sf catheter and suffered a cardiac tamponade requiring pericardiocentesis. During ablation of the right ventricular outflow tract (rvot) septum, a steam pop occurred. Upon removal of the smarttouch sf catheter, char was observed on the catheter tip. The returned device was visually inspected and it was found in normal conditions. The catheter was evaluated for carto 3 functionality and it was recognized by the system, no error messages were displayed and the catheter was properly visualized. Eeprom data demonstrates the catheter was properly calibrated during manufacturing. The catheter was evaluated for screening test and catheter passed. The force feature was working properly. The force sensor values were found within specifications. Then the catheter was tested for electrical performance and stockert compatibility and it was found within specifications. Additionally, a deflection and an irrigation test were performed and the catheter passed the tests. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The root cause of the cardiac tamponade remains unknown. The instructions for use states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade. Manufacturer's ref. No: (B)(4).

Manufacturer narrative:
Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant product: thermocool smarttouch bidirectional sf catheter (model# d134805 lot# 17682890l); smartablate generator (model# m4900207 serial# (B)(4)); smartablate pump (model# unknown serial# unknown). (B)(4).

Event description:
It was reported that a patient underwent an idiopathic ventricular tachycardia ablation procedure for premature ventricular contractions (pvcs) with a thermocool smarttouch bidirectional sf catheter and suffered a cardiac tamponade requiring pericardiocentesis. During ablation of the right ventricular outflow tract (rvot) septum, a steam pop occurred. Upon removal of the smarttouch sf catheter, char was observed on the catheter tip. Smarttouch sf catheter #1 was exchanged for smarttouch sf catheter #2 and the procedure continued. Post-procedure, a left ventricular pericardial effusion was detected via body surface echocardiography. There was no immediate intervention. Patient was transferred to the coronary care unit, where a pericardiocentesis was performed. There is no information regarding extended hospitalization or patient outcome. There were no patient factors cited that may have contributed to the adverse event. It was noted that the adverse event may have occurred during ablation phase. The patient has not exhibited any neurological symptoms since the procedure was completed. Physician¿s opinion regarding the cause of the adverse event is that it may have been related to the steam pop. It was noted that there was no relationship between bwi products and the adverse event. No transseptal puncture was performed. There is no sheath information. Generator was set on power control mode at 25-30 watts. There is no information regarding power titration. Overall ablation time was 360 minutes. Last ablation cycle time at the site of injury was up to 25 seconds. The length of the ablation cycle when the pop was observed at the same tip position was up to 25 seconds per ablation. Irrigated catheter flow was set at 8 ml/min while ablating at less than 30 watts and 15 ml/min while ablating at greater than 31 watts. There is no information regarding anticoagulation during the procedure. There were no issues related to temperature or flow. Heparinized saline solution was used. There is no information regarding spi value. There were no errors observed on any bwi equipment during the procedure.

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation on 11/08/2017. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4).